Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45 x 45 delivery sheath (ds). The patient had previously had a failed watchman attempted and an atrial fibrillation ablation. The sizing of the device was determined by pre-procedure images vs. Intra-procedure images vs. Angiography measurement of 15.6. During the procedure, the physician had difficulty with the trans-septal puncture. Once access was obtained, the physician was having difficulty advancing the ds. The physician then thought that he had lost access the the left atrium, so the ds was removed and non-abbott cathater was put back in. Heparin was administered and the activated clotting levels (act) were drawn with a result of 336. It was then noted that there was a kink in the torqvue ds, so a new 12f amplatzer torqvue 45 x 45 delivery sheath was chosen and to continue the procedure. The left atrial (la) pressure was 12mm hg. There was a difficulty to getting into the left lower pulmonary vein (lupv) and then the pigtail to left atrial appendage. After several deployments, it was noted that there was a leak noted so the physician decided to remove device and new 22mm amplatzer amulet left atrial appendage occluder was chosen. While removing the 20mm device, the laa access was lost and sheath was on mitral valve (mv). Act was drawn after 30 minutes with a result of 304. A 22mm amplatzer amulet left atrial appendage occluder was then chosen and while advancing it through the delivery sheath a thrombus was noted on the mid shaft of ds. The clot was seen on the ds while in the left atrium. The ds and 22mm amulet device were removed and the case was aborted. The sheath was in the patient form 9:02 to 9:41. Stroke code was called and the patient was rushed to have a computed tomography (CT) of their head, which came back negative. It was confirmed that the clot did not go to the brain. The patient was then extubated and was alert and oriented.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that a 22mm amplatzer amulet left atrial appendage occluder was chosen and while advancing it through the delivery sheath a thrombus was noted on the mid shaft of delivery sheath (ds). The clot was seen on the ds while in the left atrium. The ds and 22mm amulet device were removed and the case was aborted. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a potential adverse events associated with the device or implant procedure per the amplatzer amulet instructions for use.